Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an error with the open book image. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they received an open book image on the insulin pump screen. The customer stated that they were just sleeping when the insulin pump suddenly alarmed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.